Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported white or blank screen, which was observed during device evaluation and considered confirmed. Evaluation determined the cause to be 2 depressed battery (negative) pins and 2 depressed (data) pins on rear case. The rear case requires replacement. The rear case was replaced.

Event description:
It was reported that a spectrum pump displayed a white or blank screen. Any patient involvement, injury or medical intervention is unknown.